Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014, it was reported that an alarm had been heard but telemetry had not yet been performed. It was reported that both the implanting physician and managing physician were refusing to fill the pump. The pump had been alarming since "last week, a single beep every 4 hours." The pump was infusing "1/10 of a ml a day." It was unknown what the pump system was infusing; the reporter believed it was infusing morphine. Additional information received on (B)(6) 2015 and it was reported that the patient had not been seen by the hcp since (B)(6) 2014. The patient reportedly had appointments in (B)(6), but cancelled them because the patient wanted the hcp to refill the pump. It was stated that the hcp did not refill at the office and used a home health agency for that. It was noted that the patient lived in (B)(6) and did not have access to a pump refill agency. The patient still had not found a physician to manage their therapy. The patient decided to let the pump run dry. The patient was frustrated and under the impression that the hcp had agreed to refill the pump after implant. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.